Event description:
During deployment of an alto¿ abdominal stent graft system, the deployment device malfunctioned/would not fire, which resulted in the use of multiple devices to complete the deployment.